Event description:
It was reported that the sutureless connector became disconnected approximately two weeks after implant. The pump contained morphine; the pt symptoms were not reported. The pt asked for medication increase as she was not getting therapy. The sutureless pump connector was replaced.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.